Event description:
On (B)(6) 2024 (5 days after the sonata procedure), the patient presented with septic shock presumable secondary to endometritis and was admitted. The patient was undergoing cancer treatment with history of renal cell carcinoma and heavy menstrual bleeding. Infection was unrelated to device malfunction or defect of the sonata system. The patient was treated for sepsis which resolved without sequelae. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
The manufacturer reviewed the information reported by the treating physician including patient's medical history. There was no report of device malfunction during the procedure and the system functioned as expected. Based on this, it is possible the event could be related to the procedure. The root cause, therefore, is consistent wth the patient's preexisting medical conditions.